Event description:
An optometrist reported a case of bilateral peripheral haze in pt with high pre-treat hyperopia, observed at three month post photo refractive keratectomy (prk) treatment. Pt complained of decreased near visual acuity. Reporter indicated the pt was placed on topical steroid eye drops. Additional info has been requested. There are two related reports for this pt. This report addresses the pt's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).